Event description:
A patient underwent a spinal fusion from l5 to s1. At the 6-week postoperative visit, radiographic imaging revealed a collapse of the expandable cage. There are no plans for revision surgery.

Manufacturer narrative:
The device has not returned for evaluation as it remains in situ. Radiographic images were provided which confirm the event of a collapsed spacer at l5/s1. A review of the device history records could not be performed as the identifying lot number was not provided. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.